Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and received multiple, minimum fill notifications with 270 units of insulin. Additionally, the customer was connected to the pump during the fill tubing process and inadvertently received approximately 20 units of insulin. At the time of the reported event, the customer's blood glucose level was 202 mg/dl. Recommendation was made to consult with health care provider regarding diabetes management.